Event description:
Vascular graft implanted in peripheral position in 2003 became infected in 2004. Infected graft was explanted and replaced by a vein graft. It was also reported that pt had dialysis since pt developed an acute renal insufficiency.